Manufacturer narrative:
This report is being amended to reflect changes in sections. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment . Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that patients were allowed full weight bearing as tolerated with or without an ambulatory aide and range of motion as tolerated immediately after surgery. Although full weight bearing was allowed by the surgeon, the package insert "nexgen cr,ps, cra, and lock knee" states "if uncemented, the patient must be limited in activity and avoid extreme positions that place strain on the knee during the first 12 weeks post-operative." A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that varus tibial subsidence was observed in four cases.